Event description:
A healthcare worker complained of stinging and skin discoloration on the hand upon removal of a load from a completed cycle. The worker did not receive medical treatment and the symptoms resolved within twenty-four hours. The worker did not check to make sure if the vaporizer plate was in place in the unit prior to use.